Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint and completed the device evaluation. The failure analysis was able to reproduce the reported failure. The left eye was blank when unit was installed into an in-house test system. The complaint is being reported du to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure, although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the left eye on the surgeon side console (ssc) was missing. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to restart the ssc circuit breaker with no success. Review of the logs noted errors pointing to the personality module surgeon console (pmsc) board. At that time, the surgeon made the decision to complete the procedure using another da vinci system. There was no report of patient harm, adverse outcome or injury. Isi contacted the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) stated the issue was discovered after anesthesia was given and port incisions were made on the patient. The robot was not yet docked to the patient at the time of the issue occurred. The customer converted the procedure from an si system to a xi system. An isi (field service engineer (fse) was dispatched to the facility and replaced the pmsc due to error on the board. The pmsc is a module that consists of 5 interface boards.